Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was loss of light (image) during a procedure.

Manufacturer narrative:
Alleged failure: cib troy, onsite, kept shutting off durring case and getting e1 error code, sjc0010425, po nc6103312020. Delay: about n2 min. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause is wear and tear for the jaw. Advice to replace the led module due to the e1. This may result on intermittent loss of light. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was loss of light (image) during a procedure.